Event description:
I have used neilmed sinus rinse bottles for years. I replace them every 60 days. Over the past 3-4 years, the quality of the bottles has gone downhill. The black lettering on their bottles will flake off. It is not all bottles, I would say about 1 out of every 5-6 bottle I use. The black material gets all over and into the rinse water which is dangerous because it could end up going into your sinuses and your body. I have sent numerous complaints over the years to the neilmed about their quality issues. Today I opened a bottled brand new, unused and ... The black lettering came off and got all over everything. This company has done nothing to address such a simple problem. Each time they just send me a new bottle. They need to fix this issue so the black material that's coming off on some of their bottles doesn't injure someone. Several lot numbers.